Manufacturer narrative:
The results of the lens evaluation by an independent third party were received on 01/12/1998. The report reads: the mft results of the iol meet the minimum iso requirements of 0.430 at 100 cycles/mm. The focal length, resolution and mtf of the iol meet the specification for a 20.0 diopter lens of this model. Pending these results, the lens was returned to the manufacturer. Evaluation revealed the focal length, resolution anf mft were within specifications for a 20.0 diopter lens of this model. This report was mailed in to FDA on: 02/10/1998. Number of persons affected=1.

Event description:
Surgeon reports pt's currrent visual acuity is 20/30+2 after lens replacement.